Event description:
Caller reported a cartridge alarm 30 during the load process, which resulted in an inability to resume insulin therapy. While there was an issue with insulin delivery, there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer removed the mobi app and did not use backup therapy, leading to the case being transferred to clss for further assistance due to occlusions. No additional resolution was reported.